Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy procedure. It was reported that the probe would not track when in the camera's field of view. If covering one sphere, the probe would show as "yellow" in the tracking view. With all four spheres showing, the instrument would disappear from tracking. The account had another probe that worked without issue. The manufacturer representative said there very well could be physical damage to the instrument. This occurred intraoperatively, and there was a surgical delay of five minutes. There was no reported impact to patient outcome. Additional information was received. The most likely / suspected cause of the event was the probe was mishandled at the facility and the probe was bent.

Manufacturer narrative:
H3: hardware analysis was completed on the returned probe. With markers attached and fully seated, the returned probe displayed a high geometry error that would not allow tracking. The support arm for marker #4 was bent causing the high geometry error. Otherwise, removing the #4 marker allowed the probe to have normal tracking and verification. This regulatory report is being submitted due to a retrospective review through CAPA 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.